Event description:
It was reported that the device had the wrench icon illuminated. Physio-control evaluated the device and found that it would not boot up completely and displayed the "call service" message. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). The customer declined physio-control's repair offer and informed that they will purchase a replacement defibrillator instead. Hence, a conclusive cause of the reported failure could not be determined.